Event description:
On 26-sep-2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization. The user was treated with medical intervention and later discharged. The user recovered and resumed therapy.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in dka and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia on the reported event date, with insulin delivery occurring appropriately until the cartridge ran out of insulin and was not replaced. Persistent hyperglycemia despite insulin delivery suggests a possible infusion set or fluid pathway issue contributing to inadequate insulin delivery. Additionally, it was reported that ketone management protocols were not followed and no corrective injections were administered prior to hospitalization, which likely contributed to progression to dka. Based on available information, no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.